Event description:
The customer reported several drops of fluid leaked from the manual probe and outside the instrument after sample analysis involving the coulter hmx hematology analyzer with autoloader. The customer was advised to use proper personal protective equipment prior to troubleshooting. The customer performed probe wash and noted fluid leaked from the rinse block on the waste/vacuum port. The customer cut the end of the tubing but it did not resolve the issue. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the manual probe leaked. The fse aligned the rinse block and resolved the fluid leak issue. The fse performed several probe wipe functions with no further evidence of fluid leak. The fse proactively sent the customer a replacement rinse block. The instrument conformed to the manufacturer's published performance specifications. (B)(4).